Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with ranger drug-coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right common femoral artery and proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 60 mm and 50% stenosis and tasc ii lesion classification yet to be captured. Prior to target lesion treatment, balloon dilation was performed with 6 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by dilatation using study device, 6 mm x 80 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade e was noted. Per edc, in response to the dissection in the target lesion, bailout stent was placed, and post treatment final residual stenosis was noted to be 0%. Per edc, on the same day, the complication was resolved and on (B)(6) 2022, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
A1. Patient identifier: (B)(6).

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with ranger drug-coated balloon on 05-sep-2022 as a part of the elegance clinical trial. The target lesion was in the right common femoral artery and proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 60 mm and 50% stenosis and tasc ii lesion classification yet to be captured. Prior to target lesion treatment, balloon dilation was performed with 6 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by dilatation using study device, 6 mm x 80 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On 05-sep-2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade e was noted. Per edc, in response to the dissection in the target lesion, bailout stent was placed, and post treatment final residual stenosis was noted to be 0%. Per edc, on the same day, the complication was resolved and on 06-sep-2022, the subject was discharged on aspirin and clopidogrel. It was further reported that the dissection in the superficial femoral artery was caused by the 6mm x 80mm ranger balloon. In response to the event a 5mm x 40mm innova bare metal stent was placed. It was further reported that on 06-sep-2022, pre-operatively known tingling feeling at the forefeet on both sides and the weakness at right IV-v digits were unchanged but subject reported relief from the pain in the lower legs and the calf on the right leg. Colour coded duplex ultrasound performed revealed no indication of hematoma or pseudoaneurysm at the left groin, the stent on the right superficial femoral artery and external iliac artery were patent. In addition, abi measurement revealed pressure of 0.9 and 1.0 on right and left leg respectively. On 06-sep-2022, the subject was discharged on aspirin and clopidogrel.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with ranger drug-coated balloon on 05-sep-2022 as a part of the elegance clinical trial. The target lesion was in the right common femoral artery and proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 60 mm and 50% stenosis and tasc ii lesion classification yet to be captured. Prior to target lesion treatment, balloon dilation was performed with 6 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by dilatation using study device, 6 mm x 80 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On 05-sep-2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade e was noted. Per edc, in response to the dissection in the target lesion, bailout stent was placed, and post treatment final residual stenosis was noted to be 0%. Per edc, on the same day, the complication was resolved and on 06-sep-2022, the subject was discharged on aspirin and clopidogrel. It was further reported that the dissection in the superficial femoral artery was caused by the 6mm x 80mm ranger balloon. In response to the event a 5mm x 40mm innova bare metal stent was placed. It was further reported that on 06-sep-2022, pre-operatively known tingling feeling at the forefeet on both sides and the weakness at right IV-v digits were unchanged but subject reported relief from the pain in the lower legs and the calf on the right leg. Colour coded duplex ultrasound performed revealed no indication of hematoma or pseudoaneurysm at the left groin, the stent on the right superficial femoral artery and external iliac artery were patent. In addition, abi measurement revealed pressure of 0.9 and 1.0 on right and left leg respectively. On 06-sep-2022, the subject was discharged on aspirin and clopidogrel. It was again further reported that the target lesion was in the right external iliac artery, common femoral artery and proximal superficial femoral artery. In response to the dissection, 5 mm x 40 mm innova bare metal stent was placed in the superficial femoral artery.

Manufacturer narrative:
A1. Patient identifier: (B)(6).

Manufacturer narrative:
A1. Patient identifier: (B)(6). B5: describe event or problem updated.

Event description:
It was reported that vessel dissection occurred. The subject underwent treatment with ranger drug-coated balloon on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right common femoral artery and proximal superficial femoral artery with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 6 mm with lesion length of 60 mm and 50% stenosis and tasc ii lesion classification yet to be captured. Prior to target lesion treatment, balloon dilation was performed with 6 mm x 40 mm mustang pta balloon. Treatment of target lesion was performed by dilatation using study device, 6 mm x 80 mm ranger drug-coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, on the same day of index procedure, during treatment of the target lesion, dissection of grade e was noted. Per edc, in response to the dissection in the target lesion, bailout stent was placed, and post treatment final residual stenosis was noted to be 0%. Per edc, on the same day, the complication was resolved and on (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. It was further reported that the dissection in the superficial femoral artery was caused by the 6mm x 80mm ranger balloon. In response to the event a 5mm x 40mm innova bare metal stent was placed. It was further reported that on (B)(6) 2022, pre-operatively known tingling feeling at the forefeet on both sides and the weakness at right IV-v digits were unchanged but subject reported relief from the pain in the lower legs and the calf on the right leg. Colour coded duplex ultrasound performed revealed no indication of hematoma or pseudoaneurysm at the left groin, the stent on the right superficial femoral artery and external iliac artery were patent. In addition, abi measurement revealed pressure of 0.9 and 1.0 on right and left leg respectively. On (B)(6) 2022, the subject was discharged on aspirin and clopidogrel. It was again further reported that the target lesion was in the right external iliac artery, common femoral artery and proximal superficial femoral artery. In response to the dissection, 5 mm x 40 mm innova bare metal stent was placed in the superficial femoral artery. It was again further reported that the location of intervention was only in the right external iliac artery (eia) and right proximal superficial femoral artery (sfa). The dissection of grade e noted in right proximal sfa was treated by implanting 5 mm x 40 mm innova bare metal stent in right sfa, followed by 6 mm x 40 mm non-boston scientific bare metal stent was implanted in the right eia due to recoil noted in eia. Post treatment, final angiography revealed good outcome with final residual stenosis was noted to be 0%.